Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effect of recurrent mr appears to be related to the slda, and dyspnea is a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 degenerative mitral regurgitation (mr), a prolapsed and flailed a2 (anterior segment 2) leaflet for a mitraclip procedure. One mitraclip was implanted. The mr was reduced to grade 1. On the 1 month follow-up appointment on (B)(6) 2025, transthoracic echocardiogram (tte) displayed an embolized clip. The clip was lodged in the right cusp of the aortic valve. The mr was recurrent at grade 4+. The posterior leaflet was torn. On (B)(6) 2025, the embolized clip was removed with a percutaneous snare intervention. Per the physician, the patient was coughing for 3 weeks post-implantation, which contributed to the embolization. On (B)(6) 2025, further review and discussion of the procedure concluded that the pre-discharge tte on (B)(6) 2024 displayed a single leaflet device attachment. The posterior leaflet was detached. On (B)(6) 2025, a second clip intervention was performed. One clip was implanted and the mr was reduced to grade <1. On an (B)(6) 2025 a single leaflet device attachment (slda) was identified during follow-up transthoracic echocardiography (tte). The posterior leaflet was detached from the clip implanted during the second mitraclip procedure. The patient was symptomatic with dyspnea and recurrent grade 4+ mr. Per the physician, the slda and previous clip embolization were due to leaflet frailty. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.